Event description:
It was reported that a malfunction alarm occurred with a malfunction code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears, which the customer acknowledged and understood.